Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The physician attempted to place a taxus express2 2.75x32mm drug eluting stent to the 75% stenosed lesion located in the calcified and severely tortuous mid right coronary artery (rca), but was unable to cross the lesion. Upon removal of the stent delivery system (sds), the stent hit the distal tip of the mach 1 guiding catheter and almost dislodged from the balloon. At this point, the stent struts appeared to be flared. The sds was then pulled back into the guide catheter, but the stent was unable to pass through the lumen of the guiding catheter and dislodged completely from the balloon. The stent caught on the guidewire and the balloon was removed from the pt's body. A snare was then inserted for removal of the stent, but was unsuccessful. A larger guidewire was inserted, but again, removal of the stent was unsuccessful. The snare was attempted again and the guidewire was caught, but the stent was not caught and appeared deformed and l-shaped. A cutdown was performed on the femoral artery to remove the entire system. The surgery was successful. Eleven days later, the pt underwent re-intervention where another taxus stent was deployed successfully. The pt condition is noted as stable.